Event description:
Cholecystectomy - "when dr. (B)(6) fired the clip applier and the clips were in the vessels, it seems they were closer at the beginning. Afterwards the surgeon saw that the clips were opened. The or supervisor told us that the surgeon pressed the clips with the dissector and he placed more clips. He finished the surgery with this clip applier but they threw it away." Patient status - "ok."

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our initial /final report.